Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed an ¿other¿ meter message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 6pm in the evening when the patient reported obtaining a meter message ¿change strip and try again¿ on the subject device when attempting to measure his blood glucose. The patient stated that he manages his diabetes using insulin and self-adjusts the dose, and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient denied experiencing any symptoms in response to the reported issue, and reportedly self-treated by consuming additional food and/or drink on (B)(6) 2015 at 10am. The patient confirmed that his blood glucose had not been measured using any other device. At the time of troubleshooting, the csr noted that it was not the first use of the product and there was no misuse. The csr was unable to resolve the issue and replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.